Event description:
It was reported that the patient's pulse generator had failed to be interrogated. The pulse generator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was at end of life (eol) level upon receipt consistent with the reported event, and with device image corrupted caused by undetermined source. Session records were not available to assess the devices condition prior to the event. After cutting open the device case, an external power source was used to measure the current drain and found to be normal. Device communication was recovered after attaching a new battery. The product code was re-loaded normally, the pacer was programmed and tested under nominal conditions with results indicating normal functionality. Longevity assessment was performed, and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion.